Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10 concomitant product: 340-000-000, mcgrath 3.6v battery 340-000-000, (lot#h21011604) h3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the unit found no physical damages. The device was powered on with the customers battery, the led powered on but the display remained off. The device was power cycled multiple times with the same result. A test battery was installed and the device was powered on, the device led and display powered on properly. The device was power cycled with two additional test batteries with the same result. The device was left on for 15 minutes, no display defects were observed. Root cause isolated to a defective battery. The device was scrapped after the investigation. It was reported that the device had no display. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, there was no image visible after turning on the videolaryngoscope. Randomly, the battery will switch on when you move the screen, and shows 100 minutes left. The battery was replaced. It was unknown if there was patient involvement at the time of the reported event.